Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" however, specific blood glucose (bg) value was not provided. The meter bg reading was 496 mg/dl. The customer went to the emergency room and was subsequently hospitalized. The customer was treated with intravenous fluids of saline and insulin and was released on the same day with the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.